Event description:
A report was received that the patient's ipg incision site did not heal. The patient underwent an explant procedure and was able to recover postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.